Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent a&p repair w/enterocele repair and perineoplasty.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incomplete retention, mild voiding dysfunction, and stress urinary incontinence.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2007 and monarc was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop and sui. It was reported that following insertion the patient experienced infection, urinary/bowel problems, bleeding, dyspareunia, vaginal scarring and other non specific outcomes. It was reported that the patient underwent mesh revision on (B)(6) 2007 due to urinary retention. It was reported that the patient experienced sui and underwent placement of the monarc transobturator and cystoscopy on (B)(6) 2007. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.